Manufacturer narrative:
The device in question was returned to the manufacturer on december 18, 2024. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported the screen went off at the most critical moment, meaning that they were unable to intubate at that moment, and the patient desaturated to 68 percent. Colleagues managed to get the screen back on luckily, and they were able to intubate, the patient is okay and went on to have their surgery.